Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 02/06/2017--pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, medical records from (B)(6) 2014 report that the patient had pain, and mechanical grinding sensation, radiographs are reported to show a slightly vertical cup. There was no new information that would affect the existing MDR investigation. The complaint was updated on:02/24/2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup malpositioning and chronic dislocations. Update rec¿d 11/30/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, metallosis and elevated ions. Adding the stem to the complaint.